Event description:
The pump was returned for investigation. Investigation revealed a faded, discolored display screen that was difficult to read and the force sensor calibration was found not to be within specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be faded, discolored and difficult to read. A test display was used for investigation and was found to function appropriately. Testing revealed that the force sensor calibration was not within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.